Event description:
Pt began coughing up blood the day after implant surgery and was subsequently hospitalized for three days. It was reported that the emergency room personnel believed that the pt ahd a blood clot in their lung. Treating physician reportedly believed that the hemoptysis was related to intubation during implant surgery. Pulmonologist reportedly prescribed tesslon pearls and previcid. Additionally, the pt reported that their device was programmed to on the day of implant surgery but was later programmed to off that same day due to excruciating pain. The device remains off at this time and the pt continues to complain of pain from the eardrum down to the carotid, down to the implant, down their left arm into their hand. This pain reportely makes it difficult for the pt to carry anything heavy in their left hand. The pt also reported that they developed swelling over the generator site that was diagnosed as a seroma by neurosurgeon with no signs of infection. Pt was instructed by neurologist to take their temperature daily to ensure that no infection developed as a result of the fluid accumulation at the implant site. X-rays of implant site were within normal limits and did not reveal any abnormalities in the ncp system. Neurosurgeon has reportedly indicated to the pt that the only other alternative to alleviate their pain would be to explant the device, which the pt does not want to do.